Event description:
The manufacturer received voluntary medwatch (mw5107148) alleging an issue related to a continuous positive airway pressure (CPAP) device.the manufacturer received information alleging sore throat. There was no report of permanent or serious patient harm or injury.